Event description:
It was reported that on (B)(6) 2014 the depth gauge markings on a cannulated screw measuring device were worn and illegible during an ankle open reduction internal fixation procedure. A backup instrument was not available and there was a fifteen minute surgical delay. The surgeon placed an incorrect screw during the procedure reportedly as a result of the illegible depth gauge markings. The procedure was successfully completed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.